Manufacturer narrative:
Other devices listed in this report: cat. No.: 6070-0935a, omnifit hfx hip stem size #09 132, lot code: 3920tn. Cat. No.: 06-2600, c-taper cocr lfit head 26mm/0, lot code: 846vvp. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
Patient had a bipolar hemiarthroplasty that became infected. All devices were removed and an antibiotic spacer was implanted.

Manufacturer narrative:
An event regarding infection involving a uhr head was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the reported lot and no other similar events for the sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of blood work for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient had a bipolar hemiarthroplasty that became infected. All devices were removed and an antibiotic spacer was implanted.